Manufacturer narrative:
The investigational analysis completed on 12/26/2018. The device was inspected and the pebax was found damaged with no metal exposed. Deflection testing was performed and the catheter failed. A failure analysis was then performed. The catheter was observed under the x ray machine and the t bar was found slid down, causing the improper deflection condition. Additionally, scanning electron microscope (sem) testing was performed on the damaged area. The results showed evidence of mechanical damage, stress marks, scratches, and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. The root cause of the t bar slippage cannot be determined. However, an internal investigation was created to investigate this issue. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and an inadequate deflection issue occurred. During the operation, the catheter could not deflect to the specification. Catheter replacement resolved the issue. No adverse patient consequences were reported. The issue of inadequate deflection has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 09/29/2018, the (B)(4) product analysis lab (pal) received the device for evaluation and during an initial visual inspection, found the clear pebax sleeve surface cut with no metal exposed. The cut surface sleeve of the pebax has been assessed as not reportable as there is no exposure of internal components. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. During a second visual inspection, scratches were observed over the pebax area. However, no holes were observed. Therefore, the tip was sent for further analysis. The observed scratches have been assessed as not reportable as no holes were observed. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 12/14/2018, the pal performed scanning electron microscope (sem) analysis and observed evidence of mechanical damage, stress marks, scratches, and a hole on the surface of the pebax. The observed mechanical damage, stress marks, and scratches have been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The observed hole on the surface of the pebax has been assessed as MDR reportable. The awareness date has been reset to (B)(4) 2018.